Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and caller stated that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed that malfunction did not recur after reset during call but noted having experienced same malfunction three times previously, and was advised to continue using current pump and rely on alternate insulin method if needed until replacement pump arrived.